Event description:
N/a

Manufacturer narrative:
Trackwise -(B)(4) updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/11/2025. An investigation was conducted on 7/16/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000477311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a radial artery harvest, the harvester stated while performing anterior fasciotomy that the bi-sector quit working and would only beep. Troubleshooting steps included changing out the hp2 extension cable, then adapter and finally the generator. A pre-test was not done. None of these steps fixed the problem. After opening another hp2 kit the system worked as expected. They were inform that in the future to let the system rest for a few minutes as the likely cause was time out due to overheating and cumulative time engaging the device's generator. There was no patient harm or injury. There was only a slight delay in procedure to troubleshoot and ultimately opening another kit.